Manufacturer narrative:
The reported events of unacceptable threshold, insulation damage and sensing noise were confirmed. A complete lead was returned in one piece. Internal insulation abrasion was found beneath the right ventricle shock coil at 52.4 ¿ 53.5 cm from the connector pin. The cause of reported events was due to internal insulation abrasion underneath the right ventricular shock coil.

Event description:
New information notes that the right ventricle lead was explanted and replaced on 10 may 2021. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited noise. No intervention was performed. Patient was stable.